Event description:
The customer received blood glucose readings from the contour link that were 60 and 120mg/dl different than the clinic's readings. Specific results were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were expected to be returned for evaluation. Replacement meter and strips were sent to the customer.